Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued a field safety notice regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. During the routine follow-up, the suspicion of premature battery depletion was confirmed. The patient had been seen one year ago and the longevity remaining was about 9.5 years. At the most recent follow-up, however, the longevity remaining decreased to about 0,5 years. Currently evidence suggests that this product was explanted and no additional adverse patient effects were reported.